Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set occlusion in tubing. The blood glucose was reported high and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information available.